Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency department. During placement, the product "shredded". The sample received was an unrevealed spring wire guide. It was not certain at the time reported when they were referring to. As a result, a new kit was opened and placed it successfully for the pt. It is not known if there was a delay in treatment and there was no pt death or complications reported. No further info available.